Manufacturer narrative:
A review of the complaint history for sn (B)(6). Was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary 2.1 was not detect on bus. A field service engineer found auxiliary half-height drawer 2.1 failed, with no pockets displaying. Rebooted the system and ran diagnostics, drawer opened and closed, but pockets remained missing. Performed a cold boot by power cycling the station and reconnected all cables to the drawer. After rebooting the station, all pockets appeared except one. Rebooted the system again and ran diagnostics; all pockets were now visible. Ejected the previously missing pocket from the user application, rebooted the system, relaunched the application, and successfully reinstalled the missing pocket. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 2.1 was not detected on bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.